Manufacturer narrative:
A new information received that states the patient has passed away due to illness on (B)(6) 2026, which is one month after the failure occurred and reported. User states that this death is not related with the reported failure. A follow up medwatch will be submitted when further information becomes available.

Event description:
Complaint #: (B)(4).

Event description:
It was reported that on 2026-02-28, the patient underwent ECMO treatment in the emergency department due to "cardiac arrest". When connecting the loop after the arterial tube was placed, it was found that the arterial tube was leaking blood. The tube was re-placed and then used normally. However, the provided new information states that the patient underwent ecpr, but ultimately could not be revived. Complaint (B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A new information received for the current condition of the patient as that patient underent ecpr, but ultimately could not be revived. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent ECMO treatment in the emergency department due to "cardiac arrest". When connecting the loop after the arterial tube was placed, it was found that the arterial tube was leaking blood. The tube was re-placed and then used normally. No harm to any person was reported. Since the failure was detected during treatment, and an a blood leakage was reported that could cause hazardous situation blood loss, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
Getinge medical affairs conducted a medical review: this review evaluates a complaint involving the observation of blood leakage from the arterial tubing/cannula assembly during emergency ECMO cannulation performed as part of ecpr in a female patient who suffered cardiac arrest. The leakage was identified during circuit connection prior to initiation of ECMO flow, and the affected component was replaced before the system was put into operation. The patient subsequently could not be revived despite ecpr efforts. According to the follow-up information provided in the complaint narrative, all tube connections were confirmed to have been secured with hose ties and fixed in place at the time of the event. Based on the available information, a definitive root cause for the reported leakage could not be determined. The available information does not support inadequate securing of the tubing connections as a contributing factor. Reasonable and possible causes include a defect or damage affecting the tubing/cannula assembly that was not visible during pre-use inspection, incomplete sealing at the connection interface, or a connection-related issue identified during circuit assembly. However, the available information does not allow differentiation among these possibilities. The available information indicates that a device malfunction or malperformance may have occurred, as blood leakage was observed from the arterial tubing/cannula assembly during connection of the ECMO circuit. The leakage was identified before ECMO flow was initiated, and the affected cannula was replaced prior to ECMO support. Following replacement, the ECMO system reportedly functioned normally. This action was consistent with the instructions for use (IFU), which state that if any complication attributable to the hls cannula arises during extracorporeal circulation, the cannula should be removed as quickly as possible and cannulation may be repeated at another suitable access site using a new cannula. The patient's clinical condition at the time of the event was critical. The patient suffered cardiac arrest requiring emergency ecpr and ECMO support. The underlying cardiac arrest and associated critical physiological state represent significant factors that may have affected the patient's prognosis. No information regarding additional comorbidities was provided; therefore, the contribution of any underlying medical conditions beyond the reported cardiac arrest cannot be assessed. The probable hazardous situations associated with the reported leakage include blood loss and a delay of ECMO support, which could result in hemodynamic compromise. Based on the available information, there is no evidence supporting a causal relationship between the reported leakage event and the patient's expiration. The complaint narrative specifically reported that, in its clinical assessment, no causal relationship existed between the arterial tubing leakage and the patient's outcome. As the leakage was detected before system operation, corrected through replacement of the affected component, and was not associated with reported leakage-related complications, the patient's expiration is most reasonably attributed to the underlying cardiac arrest and critical clinical condition rather than to the reported device issue. In summary, the involved product was discarded by the hospital as medical waste and was therefore unavailable for investigation. In addition, no log files, service reports, or physical investigation findings were available; therefore, a definitive root cause could not be established. The available information does not support improper securing of the tube connections as the cause of the event. The reported leakage may represent a device malfunction or connection-related performance issue. The issue was identified before ECMO flow was initiated, corrective action was taken immediately, and no evidence supports a causal relationship between the reported leakage and the patient's expiration. Related IFU mitigations are as follow: the detachment of unsecured tube connections can lead to blood loss and air embolisms in the patient. - check that tube connections are correctly and securely fastened. - secure all tube connections in the tube system with hose ties. If any complication attributable to the hls cannula arises during the extracorporeal circulation, remove the cannula as quickly as possible. Cannulation may be repeated at another suitable access site, using a new cannula. A follow up medwatch will be submitted when further information becomes available.